Event description:
The patient received two extension with the same lot number. It was reported the patient experienced a breakdown of skin over the extension/connector site in the middle of his back. The physician does not think it is infected, however, surgical intervention will be undertaken to place the extension deeper in the subcutaneous tissue. Follow-up identified the area was cleaned out and the extension buried deeper. Culture results confirmed (B)(6). The patient was placed on antibiotics.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.